Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was 28.7 mmol/l at the time of incident. Customer reported that auto mode feature was active at time of high blood glucose event. Customer had a insulin flow blocked alarm. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.